Event description:
It was reported that during a ptca/stent procedure, a 3.0 duet stent of unk length was successfully implanted in a left anterior descending vessel. Later that same day, the pt returned to the cath lab with possible stent restenosis. It was reported that there was a problem with the stent, but further comment could not be obtained. Info regarding the final outcome of the pt was not available. No further info was reported.